Manufacturer narrative:
(B)(4). . The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported malformed staples event could not be confirmed as no malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device. An intra-operative photographs were received. Based on the photographic evidence neither the event description nor the cause for the complication can be confirmed while firing the ec60a device.

Event description:
It was reported that during the takedown of a cholecystocolonic fistula procedure, the staples in the middle of the staple line (the staples on the inner-most row near knife blade) did not form (were unformed) on first firing with blue reload. The other two rows of staples were not fully formed (malformed). The surgeon oversewed the staple line to complete the case. The surgeon said there was no excessive force required to close or fire device and no unusual noises were heard. No bleeding was mentioned and no patient consequences were reported. No additional information is available per rep.